Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the remote monitoring system detected another alert due to high shock impedances.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range shock impedances of greater than 125 ohms. Upon review of the past measurements, it was noted that there were some out of range impedances at implant; however, the measurements had stabilized to 75 to 80 ohms. Technical services (ts) discussed a possible connection issue or lead fracture. This would be discussed further with the physician. No adverse patient effects were reported.